Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it showed that this implantable cardioverter defibrillator (ICD) had passed the returned product tests. The ICD met its specification.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient with an implantable cardioverter defibrillator (ICD) was experiencing a burning sensation in the chest area and felt the same pain during manual capacitor reform. Further, engineering analysis performed indicating that the ICD diagnostic data appeared normal. Moreover, the dump following a capacitor reform can raise the device surface temperature of a few degrees and could be the device was near a nerve this may produce a very brief discomfort or could be more sensitive to the brief warming. Additional information was received indicating that this ICD was explanted. No additional adverse patient effects were reported.